Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, clip delivery system. The customer reported the cds was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other cds referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that during use with the second clip delivery system (cds), the first clip ((B)(4)) detached from the anterior leaflet and remained attached to the posterior leaflet, requiring surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip ((B)(4)) was deployed on the mitral valve, with difficult grasping and the mr was reduced to 3. The second cds ((B)(4)) was advanced to the mitral valve. During grasping, difficulty was noted due to the anatomy and the clip became caught on the anterior leaflet. The grippers were raised and the clip was unlocked and inverted. The cds was slightly retracted and the clip became freed, but there was a large tear in the anterior leaflet. At this point the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr increased to 4+. The cds was removed, without implanting the second clip. The patient was stabilized with medication and an intra-aortic balloon pump, and transferred to mitral valve replacement surgery for treatment. It was noted that the difficult grasping was due to the anatomy and there was challenging visualization. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping appears to be related to challenging patient morphology/pathology. The reported device being damaged by another device resulting in an single leaflet device attachment (slda) of the first clip appears to be related to procedural conditions due to the difficulties with visualization and the second clip becoming caught on the anterior leaflet. The reported patient effect of worsening mr was likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.